Event description:
A (B)(6) obese female who had a shiley 6 dct tracheostomy tube placed (B)(6) 2016. After placement staff later noticed that the flange on the outer cannula had disconnected. On (B)(6) 2016 a revision was completed and the dct model trach was replaced with an xlt model trach. The patient is a (B)(6) female with a diagnosis of paradoxical vocal fold motion disorder, requiring tracheotomy in (B)(6) 2013, following a severe episode of dyspnea and stridor. The patient was dependent on a tracheostomy tube for approximately 3 years when she opted for decannulation and stoma closure. The tracheostomy tube was removed on (B)(6) 2015. On (B)(6) 2015, the stoma was sutured closed, but shortly afterwards, she developed pain, redness, swelling and air leaking around the stoma closure site. Physicians allowed several weeks for the wound to heal before attempting an operation to close the fistula. The procedure was completed on (B)(6) 2016, and the patient was discharged on (B)(6) 2016. On (B)(6) 2016, the patient had a coughing episode at home and eventual respiratory distress. She sought treatment at an (B)(6) where she was intubated and then transferred to (B)(6) for continued care. She was extubated on (B)(6) 2016, but developed respiratory distress and on (B)(6) 2016 was placed back on a shiley 6dct tracheostomy tube. Shortly after the placement of the new trach tube, the flange was found disconnected from the outer cannula. Staff attending to the patient remarked that the trach appeared to be faulty and should not have "broken" at the outer cannula flange junction. On (B)(6) 2016, the patient underwent a tracheostomy revision and a shiley xlt trach tube was successfully placed.